Manufacturer narrative:
Initial reporter information was asked, but unknown at the time of filing. No device/components were returned to the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while using the system for a meded training, the camera cart screen flashed a pcoip message and then recovered shortly after. This was not in a clinical setting, there was no patient present.